Event description:
It was reported that the introducer sheath had been placed to insert a thermodilution catheter. The thermodilution catheter was removed and a guide wire exchange was performed to insert a triple lumen catheter. The pt then became cyanotic. Resuscitative measures were unsuccessful and the pt expired. An autopsy revealed an acute linear tear in the apex of the right ventricle with 500cc of blood in the pericardium.